Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, a motor position encoder error, and a failed battery test. The customer inserted a new battery and still received the failed battery test. Blood glucose level at the time of the incident was 200 mg/dl. During troubleshooting, customer stated that the insulin pump would not turn on at all any more. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The insulin pump was unable to confirm alarm due to overwritten with alarms in alarm history screen. The insulin pump alarmed due to corrupted history file. The motor was tested outside the insulin pump and passed. All currents are within specification. No unexpected failed battery test alarms noted. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.